Manufacturer narrative:
Additional point of contact - (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium reservoir assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a service repair performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.